Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. Reportedly, the blood cultures were positive and the patient reported with fever and hallucinations. There were no additional adverse patient effects reported. The rv lead was explanted.